Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had damage to the outer casing of the system controller and the modular cable. The audible tones during the system controller self-test were not within normal limits and were high-pitched and muffled. There was noted no external power on review of the log files that the patient reported was an accidental double power cable disconnect. The plan was to exchange the modular cable and system controller. A review of the log files by technical services found no unusual events in the log file history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged controller casing, abnormal audio tones, and a no external power alarm due to simultaneous power cable disconnect were not confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, log files were submitted for review. The controller¿s event log file contained approximately 2.5 days of data (10dec2022 to 12dec2022 per timestamp). The log file captured routine power source exchanges in which at least one power cable was connected to external sources at all times. No atypical alarms were observed. The controller¿s periodic log file contained intermittent data spanning approximately 255 days (01apr2022 to 12dec2022 per timestamp). A few increases in the ebb use count were observed; however, these losses of external power could not be conclusively correlated to the reported simultaneous power cable disconnect. The root causes of the reported events could not be conclusively determined through this evaluation. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the heartmate 3 system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.